Event description:
The customer reported that during a routine check of the iabp, upon initial power up, the screen was flashing and went blank. No pt was involved.

Manufacturer narrative:
Upon inspection and testing the unit was found to have an intermittent display problem. The display controller and cable were replaced, the unit was returned to service. (B)(4).